Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization. The etiology of the serious adverse event is unknown; therefore, causality could not be established. However, there was no report of a fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that limited additional clinical information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use (no replacement issued). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, treatment records, patient demographics, medication records) were unsuccessful due to the patient¿s electronic record being closed.